Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: multiple attempts to gather additional information have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that six years, eight months post implant of this bioprosthetic valved conduit, this device was replaced valve-in-valve with a transcatheter pulmonic valved conduit. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.